Event description:
It was reported that the rv lead had high thresholds, the lv lead had high thresholds, and the device had premature eri. The rv lead was capped and replaced. The lv lead was removed and replaced. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned and analyzed with no anomalies found. (B)(4) the full lead was returned and analyzed with no anomalies found. (B)(4): device was analyzed and found to have normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4) the proximal segment of the lead was returned and analyzed with no anomalies found. (B)(4) the full lead was returned and analyzed with no anomalies found.